Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient's needle backed out and we were able to redress the site and push the needle back in. This patient has come in a lot and this stay was our first issues with this issue and happened twice. It was stated the facility did not changed anything in their process. This report addresses the first needle.